Event description:
During cardiopulmonary bypass, the pressure sensor issued false overpressure alarms. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device was repaired and returned.